Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Only the insertion device was returned no ts or suture. Visual assessment showed the actuator is in the post t2 deployment position indicating a complete deployment. The depth limiter is heavily damaged and crimped. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the devices failed to operate properly. Four devices were used in the attempt to repair the meniscus. As a result, the meniscus was so damaged that it had to be removed.